Event description:
The customer reported to olympus, the channel on the evis lucera colonovideoscope tested positive for staphylococcus during maintenance. There was no patient use after the bacteria was detected. Per the customer, the scope is washed with oer-3 and oer-5. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Initial reporter establishment name (B)(6) hospital. There is currently no plan to collect the actual product because the facility will reinspect it at a later date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information the customer provided regarding the cleaning, disinfection and sterilization (cds) procedures performed onsite. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. There were no reports of any patient infections associated with this event. The device was not used on patients after testing positive. After testing positive, the device was kept at room temperature. After the device was reprocessed on the last procedure before testing positive, no additional reprocessed occurred. The start of precleaning after the procedure was completed was not delayed. Water was not aspirated through the instrument/suction channel with a suction pump. The air/water channel was not flushed with water or air dried by using the mh-948. The reprocessing accessories were used without an abnormality. The manual cleaning was performed within an hour of the procedure. Presoaking was not performed. The device passed the leak test. Brushing was performed on the instrument channel, suction channel, balloon channel, air/water/suction valves and biopsy valve. All channels were connected with the tubes when the scope was set up in the automated endoscope reprocessor. The disinfectant solution was used before its expiration date and meet the minimum effective concentration (mec). The water filter was replaced within the required timeframe. A rinse water treatment system was being used at the time of the event. After manual disinfection or reprocessing, the device was wiped down with a clean towel/paper and underwent a dry process using the aer. The scope is stored in a cabinet without a drying function. The sampling occurred after the device had been taken out of storage. The sampling date was on 17nov2022 and the coagulase-negative staphylococci was identified on the air/water channel (7.0 x 10 colony forming units (cfu)/ml. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the positive results, however, it was noted that the user deviated against the instructions for use (IFU): the suction pump was not used to suction water from the forceps/suction channel during the pre-cleaning. This issue is addressed in the instructions for use (IFU). The IFU warns against inappropriate reprocessing as follows: ¿if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization.¿ olympus will continue to monitor the field performance of this device.